Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor's power cord got really hot and could not even be touched. The patient threw the power cord away. The monitor is expected to be replaced with the power cord included. No patient complications have been reported as a result of this event.